Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the product didn¿t close the anastomosis line during the colon procedure with the hipec method. Anastomotic leakage has occurred due to the malformed (not unformed) staples and consequently surgeon had to do hand-sewn anastomosis. Fortunately there wasn't any patient consequences.